Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked caller through the pump reset process, resulting in a successful start of the sensor session with no further display of cgm error code.